Event description:
The report stated that at the beginning of a thyroidectomy, the blue insulation on the device jaws melted onto pt's tissue. The insulation was cut out and the procedure was continued without further incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.